Event description:
Per the clinic, the device was explanted due to an infection at the implant site. The date of surgery was not reported. It is unknown whether there are plans to reimplant the patient with another device.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011; there are no plans to reimplant the patient was a new device as of the date of this report. (B)(4).

Manufacturer narrative:
(B)(4).